Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer's act button was acting up. It was reported that the button was unresponsive. It was reported that the customer did not have pump in hand and would be calling back at a later time to continue troubleshoot. No further information provided.